Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Additional information: dr indicated the abutment psath5m was retightened at the time by the restorative dentist.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: h6: health effect impact codes were added: 4624 and 4627 h6: health effect clinical code was added: 2377 h6: component code was added: 4755. H6: type of investigation codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: conclusions code was added: 4307. The implant was returned and the reported implant fracture and bone loss were confirmed following visual evaluation and x-ray evaluation by sme, dr. Ele vesna. However, infection could not be verified as the exact details of event were unknown/nonverifiable. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (62754546). It was confirmed that all operations and inspections were executed as per applicable procedures. Sterilization record (st#: (B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.complaint history review was completed for the subject lot number (62754546) and no other complaints about nonconforming products were identified. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are long term parafunctional habits of the patients (e.g. Smoking, bruxism and overloading), as it was noted, the implant had been placed for approximately 6 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential nonconformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4) unique identifier (UDI) number- not required additional PMA/510(k) number ¿ k011028/k013227.

Event description:
It was reported that the implant had to be removed due to fractured implant collar portion due to a loose abutment. Crown cracked causing exudate to form at the site. Infection, an abscess, bone loss and inflammation also reported. Patient will return for a new implant after the bone grafting at the site has healed.